Event description:
It was reported that the autoclavable camera head image was flickering. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler rattles (the adapter was bent, which means it was very loose and the tension spring even pops out of its guide). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event could not be determined. However, the additional malfunction was caused due to damage on the coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.